Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a whipple procedure, as the surgeon was transecting the portal vein with our ec45a stapler in a white reload, the stapler stapled, but did not cut. They got a new stapler pce45a with a white reload, fired, partially cut, and stapled and locked out. They got another white reload with pce45a, and completed the case. Quite a bit of blood loss. The patient required a blood transfusion and expired. Specific details are not available at this time.